Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with a new device during the same surgery.